Manufacturer narrative:
Title: size-dependent differences in the proximal remnant stomach: how much does a small remnant stomach after subtotal gastrectomy work? Surgical endoscopy (2020) 34:5540¿5549. Published online: 16 january 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2006 and 2012, 73 patients who underwent laparoscopic subtotal gastrectomy and 83 patients who underwent laparoscopic distal gastrectomy for stomach cancer had the following complications: abdominal hemorrhage, abdominal abscess and duodenal stump leakage managed with catheter drainage.